Event description:
It was reported to medtronic neurosurgery that the patient had their valve implanted in (B)(6) 2011 and that it has not maintained its performance level setting. According to the report, the patient complained of irregular headaches and frequently returned to the physician's office to verify the valve's setting. Allegedly, the physician found the valve's setting had changed inbetween visits on multiple occasions. The device was explanted and no injury to the patient was reported.

Manufacturer narrative:
The device was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All of our valves are 100% tested at the time of manufacture.